Manufacturer narrative:
Concomitant medical product: 5076-58 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible atrial undersensing. Follow-up with the physician's office revealed that the patient had not been seen for nearly a year, and that historically the patient was in 100% atrial fibrillation (af). The atrial lead remains in use. No patient complications have been reported as a result of this event.